Event description:
It was reported that patient experienced pain at the incision site and felt like the anchor was eroding the skin. Surgical intervention was undertaken on (B)(6) 2022 wherein anchor site was revised to address the issue. The investigation did not determine which anchor was eroding the skin.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 1192, UDI: (B)(4), lot: 8013647. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.